Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n501594, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The manufacturer representative (rep) reported an alleged overdischarge noting that the last recharge was over a month ago. The patient was not getting good coverage due to dislodgement / migration. Because of this, the lead was being revised. The rep needed to check the implantable neurostimulator (ins) due to going into a lead revision. The rep was inquiring about conducting a physician mode recharge (pmr) and checking the battery level. It was reviewed that a strike was determined by the actual charge level of the battery. The patient had tried to charge last night, but was unsuccessful. The patient was not getting good coverage due to dislodgement / migration. Additionally, in order to not generate a second strike, it was recommended that the ins either be charged up well past 3.651 volts so as to not have the ins charge past 3.651 volts only to drop below that during surgery, or do a very short pmr in order to not reach 3.651 volts. The rep noted having been unable to get a normal recharge screen. The rep later reported that they were unable to initiate the day of surgery and were still waiting for a patient follow up appointment to set up a pmr. It was later reported that on (B)(6) 2015, the overdischarge had been resolved. The patient was receiving therapy.